Event description:
It was reported that when the patient presented remotely through merlin.net transmission, multiple non-sustained rv oversensing episodes due to post-paced t-wave oversensing on the ventricular lead was observed on stored egms. Patient was asymptomatic. Programming changes were made. Patient¿s condition was fine.